Event description:
Treatment of an abdominal aneurysm. On (B)(6) 2014, the patient underwent balloon assisted coiling embolization treatment. During the procedure, it was reported the hyperglide balloon would not deflate. An attempt was made to deflate the balloon by pulling out the guidewire, but without success. Prior to the event, it was noted that the balloon catheter was stuck during insertion and that the guidewire was replaced by a transcend 10 (stryker) guidewire in order to continue advancing the hyperglide, but this was not related to the deflation issue. It was also noted that the chance of blood getting into the lumen during the exchange was very low. The hyperglide was removed from the patient in exchange for another hyperglide balloon. The second hyperglide also could not be deflated. The current patient condition was unknown, but no adverse event has been reported.(B)(4).

Manufacturer narrative:
The device involved in the event will not been returned for evaluation as it was discarded at the site.(B)(4).